Event description:
Customer reported that their AED will not power on and is prompting an error code of "AED error or warning; battery operation". The customer stated that they inserted test battery, and they received service code 7153, performed manual self-test, and service code 7153 is still showing. The AED maintenance activity was not reported. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED will not power on and is prompting an error code of "AED error or warning; battery operation". The customer stated that they inserted test battery, and they received service code 7153, performed manual self-test, and service code 7153 is still showing. Analysis of the log files from the AED showed that this is an known service code. Service code does not pose a patient safety risk . Should additional information become available a follow-up MDR shall be submitted.